Event description:
We received an allegation about discrepant results for 1 patient sample tested with ldl assay on a cobas c503 analytical unit. Initial result: 0.136 mmol/l. 1st repeat result: 4.06 mmmol/l (tested on another cobas analyzer). 2nd repeat result: 3.97 mmol/l.

Manufacturer narrative:
The ldl reagent lot number and expiration date were not provided. The field service engineer found that the cell wash needed improvement (cell overflow during start-up), and the main water pressure and the probes needed adjustments. He performed a few instrument adjustments. The service actions performed by the engineer resolved the issue. No further issues were reported afterward. The root cause was due to instrument misadjustments.